Manufacturer narrative:
Arjo received from a customer a copy of the customer¿s report ref. (B)(4). There was indicated that during a resident's transfer from a bed to a wheelchair using a maxi sky 2 ceiling lift, the ceiling lift strap unrolled by 10 cm. As a result, the transferred resident hit the handle of the wheelchair and fractured the shoulder blade. The resident required 5 weeks of immobilization. The device inspection conducted following the event by the arjo representative and the customer staff did not reveal any malfunction of the involved device. There were no signs of shock, bent, or damage on the ceiling lift strap. The functional inspection also did not reveal any malfunction and the claimed issue was not duplicated. As per design, the device is equipped in the emergency brake that automatically engages to block the strap unwinding in the unlikely event of an abnormal situation (as example mechanical damage). Based on the above information we concluded that the exact cause of the issue could not be determined. The ceiling lift was working properly during the evaluation, there were no signs of mechanical damage to product components. It is unknown why the ceiling lift strap unexpectedly unrolled at the time of the event. Arjo device was used for the resident transfer when the incident occurred and from that perspective it played a role in the event. At the time of the event, the device failed to meet its specification since the strap of the lift unwound. This allegation was not confirmed during the device inspection. The device worked correctly at that time. The complaint was decided to be reportable as the resident sustained a serious injury (fracture of shoulder blade) when the sudden unwinding of the ceiling lift strap occurred.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo received from the customer a copy of customer report. There was indicated that during the transfer of a resident from the bed to the wheelchair using a maxi sky 2 ceiling lift, the ceiling lift strap unrolled by 10 cm. As a result, the transferred patient hit the handle of the wheelchair and fractured her shoulder blade.